Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open breast procedure, the clips were shooting out of the jaws and did not form properly, and some were crossed. They then opened another clip applier to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four devices. The first instrument was received partially applied with one remaining clip. Microscopic inspection of the instrument revealed that the jaws were misaligned. The instrument was first test fired once in the air and proper clip formation was confirmed. The jaw and handle moved smoothly through the firing cycle and returned to the open position. The remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The second instrument was received partially applied with two remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in the air and proper clip formation was confirmed. The remaining clip was then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and loaded properly in the jaw. . When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. The third instrument was received partially applied with three remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. The fourth instrument was received fully applied. Microscopic inspection of the instrument revealed that the jaws were misaligned. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. Ten clips were received; three scissored and seven malformed clips. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the misaligned jaws and scissored clips condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.